Event description:
Caller has pain, tightness in chin, throat and neck muscles from bilateral jaw prosthesis. This leads to feeling like their throat is blocked off as well as affecting speech and breathing. Also states that their face is lopsided and tilted towards the left. Jaws feel like they are too tight and caller can not chew properly due to teeth being misaligned. Needs to eat soft or pureed food.